Manufacturer narrative:
This report is related to MFR report #: 1058196-2014-00314. The product has been returned for analysis but has not yet been investigated. No conclusions are made at this time. (B)(4).

Manufacturer narrative:
A non-sterile unit of enterprise vascular reconstruction device and delivery system was received inside of its original box /pouch package the lot information of the box / pouch is the same than the lot number reported on the system. Inside of the box / pouch the delivery wire and introducer tube were received inside of its coil dispenser. The involved stent was received inside of the microcatheter received. No other anomalies were found during visual analysis. The functional test could not be properly performed since the microcatheter involved presented a separation on the hub from the catheter. The involved stent was received inside of the microcatheter and it was deployed using the received delivery wire from the microcatheter with no anomalies detected during the deployment of the stent. Stent was analyzed under vision system and no anomalies were found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10398722. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer that the stent deployed prematurely in the microcatheter was confirmed with the condition as the product was received. The cause of the event experienced by the customer as well as the separation of the hub with the catheter could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
The contact at the medical center reported that the enterprise stent (enf451400/10398722) deployed somewhere inside the proximal end of the prowler select plus microcatheter (details unknown). It is unknown how the procedure was continued. Upon initial contact, both the microcatheter and stent were being returned.